Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used during a procedure performed on (B)(6) 2025. It was reported that the wire got disconnected. It is unknown how the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h11: imdrf device code a0401 captures the reportable event of basket wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: the returned trapezoid rx was analyzed, and it was found that the sheath was kinked and bent. Additionally, the distal part of the sheath was observed damaged. During functional testing, the basket and the wire was observed to be not broken since it was possible to extend and retract the basket. The reported event of basket wire break was not confirmed. Based on all available information, it is most likely that procedure factors such as handling of the device and the force applied by the physician could have caused the damages in the device. The conclusion is acceptable because the adverse event occurred during the procedure, and the device had no influence on the event. This event will be classified as "adverse event related to procedure". Since the basket wires were found not broken, the most probable cause of the reported event basket wire break is "no problem detected".

Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used during a procedure performed on (B)(6) 2025. It was reported that the wire got disconnected. It is unknown how the procedure was completed. There were no patient complications as a result of this event. ***additional information received on june 8, 2025*** it was the basket wires that got disconnected but still attached to the device. The problem occurred during procedure inside the patient. The anatomy was the common bile duct. The procedure was completed with another same device.

Manufacturer narrative:
Block b5 describe event or problem, e1 initial reporter title, e2 health professional, e3 occupation, block g2 report source, ad block h6 impact code has been updated based on additional information received on june 8, 2025. Block h11: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used during a procedure performed on (B)(6) 2025. It was reported that the wire got disconnected. It is unknown how the procedure was completed. There were no patient complications as a result of this event. ***additional information received on june 8, 2025*** it was the basket wires that got disconnected but still attached to the device. The problem occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure inside the patient. The anatomy was the common bile duct. The procedure was completed with another of the same device.

Manufacturer narrative:
E1 (initial reporter email address) has been updated based on the additional information received on october 20, 2025. H6: imdrf device code a0401 captures the reportable event of basket wire break. H11: the returned trapezoid rx was analyzed, and it was found that the sheath was kinked and bent. Additionally, the distal part of the sheath was observed damaged. During functional testing, the basket and the wire was observed to be not broken since it was possible to extend and retract the basket. The reported event of basket wire break was not confirmed. Based on all available information, it is most likely that procedure factors such as handling of the device and the force applied by the physician could have caused the damages in the device. The conclusion is acceptable because the adverse event occurred during the procedure, and the device had no influence on the event. This event will be classified as "adverse event related to procedure". Since the basket wires were found not broken, the most probable cause of the reported event basket wire break is "no problem detected".

Event description:
It was reported to boston scientific corporation that a spyglass retrieval basket was used during a procedure performed on (B)(6) 2025. It was reported that the wire got disconnected. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Additional information received on june 8, 2025: it was the basket wires that got disconnected but still attached to the device. The problem occurred during procedure inside the patient. The anatomy was the common bile duct. The procedure was completed with another same device.